Event description:
It was stated that while using parapac plus the metal inside the power connection is found to be detached. This occurred during use. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3, d4: updated. H3, h4 and h6: updated. The suspect device was returned for evaluation. No service activity was recorded within the past 12 months. Visual inspection revealed that the metal inside the power connection was detached, which was confirmed through testing. To correct the issue, the case kit, electrical chassis assembly, and front panel were replaced. It was assumed that the root cause was determined to be physical impact to the device, such as being dropped. After repair, the device successfully passed all functional testing.